Manufacturer narrative:
The insulin pump passed the displacement test. Pump received with cracked belt clip rail case corner and battery tube threads. Pump error alarmed during self test due to moisture damage on the electronic assembly. Insulin pump received with corroded battery tube.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the battery compartment was cracked. The customer reported that the reservoir lip ring was not damaged. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.